Manufacturer narrative:
One opened probe was received for evaluation. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and clear foreign material on the probe needle, below the port. The probe was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was found non-conforming for actuation. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at one location along the inner cutter. Adhesive was observed on the inner cutter, above the coupling. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had a cut failure, but the evaluation does confirm that the probe sample had an actuation failure. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The exact root cause of the actuation failure cannot be determined. An investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. An internal investigation was completed and actions are currently being implemented to reduce the frequency of complaints associated with excess adhesive on the cutter. An additional investigation has been initiated in order to further investigate actuation failures within probes. An internal investigation has been initiated in order to investigate the actuation failure. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter could not cut and actuated poorly during surgery. The condition of aspiration and actuation is unknown. The surgery was performed and completed after replacing the product with another one. There was no patient harm.